Event description:
Asr revision. Asr hip resurfacing system - right. Reasons for revision: noise pain.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system - right. Reasons for revision: noise & pain. Update: system & revised hip added as per crawford spreadsheet 17 jan 2012. Update - added additional reason for revision, amended revision date and querying missing stem details. Taken from claimsuite dated 7th july 2015. Reason(s) for revision: alval / soft tissue reaction. Date of revision: (B)(6) 2011.